Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of blanching, purple lips and "circulation was taking time to return to the skin" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of blanching, ischemia, skin discoloration and migration of device or device component: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ staining or discolouration of the injection site. Method of use ¿ posology. ¿ it is important to massage the area treated after the injection in order to ensure that the substance has been uniformly distributed. Warnings: ¿ do not inject into the blood vessels (intravascular)."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra¿ xc in the lips. During injection to the border of the upper lip, the healthcare professional noticed "blanching and migrating of the product." After injection was complete, the "area on the top lip looked purple" from the upper lip right side to "crossing mid line." The affected area was then massaged but the "area was still white and the circulation was taking time to return to the skin." All symptoms were located in the right side of upper lip. After consulting with a supervising doctor, the patient was treated with hyalase mixed with sodium chloride and 2% xylocaine. The patient's skin came back healthy and looked back to normal. Symptoms resolved the same day of treatment.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra¿ xc in the lips. During injection to the border of the upper lip, the healthcare professional noticed "blanching and migrating of the product." After injection was complete, the "area on the top lip looked purple" from the upper lip right side to "crossing mid line." The affected area was then massaged but the "area was still white and the circulation was taking time to return to the skin." All symptoms were located in the right side of upper lip. After consulting with a supervising doctor, the patient was treated with hyalase mixed with sodium chloride and 2% xylocaine. The patient's skin came back healthy and looked back to normal. Symptoms resolved the same day of treatment.